Manufacturer narrative:
One cadd legacy plus pump was returned for analysis. Visual inspection performed, and product found to be in a good condition. Event history log review showed that one 10ml bolus test was performed prior to the pump return for investigation. The pump visually inspected, and delivery accuracy testing performed. The customer's concern regarding failed calibration was unable to be confirmed. Delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%. However, delivery accuracy testing on the pump found the pumps delivery to be slightly positive. Service trimmed the pump expulsor to bring the delivery accuracy into more nominal range. The root cause of the issue is unknown.

Event description:
Information was received that this smiths cadd legacy plus pump was over infusing. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.